Manufacturer narrative:
Health effect impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade IV and rupture. The device has been explanted and replaced with non-allergan brand. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Rupture: not observed. Additional observations: deformation observed, red particles on the surface of the shell.

Event description:
Healthcare professional reported, bilateral capsular contracture, baker grade IV and rupture. The device has been explanted and replaced with non-allergan brand. This record relates to the right side.